Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device does not recognize the internal handles was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. It is important to mention the internal handles used at the time of the reported event were not returned for evaluation. The reported malfunction for intermittent power was duplicated and attributed to the lithium coin battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately 16 years old. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect attached paddles and would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.